Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an ipg explant procedure and was doing well post-operatively. No device malfunction was suspected. The explanted device will not be returned per facility policy.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.